Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. The likely cause of the non-reproducible, higher than expected vitros tropi es result was an analyzer issue. Vitros tropi es precision testing could not be completed due to the occurrence of condition codes indicating the vitros 5600 system was not performing as expected. An ortho field engineer (fe) performed service actions which included replacement of the microwell reagent metering proboscis, the signal reagent probes and the signal reagent tips; cleaning the signal reagent vent holes and performing all associated adjustments. The ortho fe repeated the within run tropi es precision run obtaining acceptable results indicating the vitros 5600 was returned to the expected performance after the service actions. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed without additional information.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Vitros troponin I es = 0.420 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory. It was confirmed that there were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).